Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). A philips field service engineer (fse) was onsite at the customer facility and recommended for the customer to replace the mainboard. The customer biomedical engineer is to order the part. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that a speaker malfunction message appears. It is unknown if the device produced sound. The device was not in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
H5 labeled for single use is corrected to "no". A good faith effort response indicated that sound was actually present. While this makes the issue not reportable, reports have already been sent and the record will be completed with reportable record requirements completed. A philips field service engineer (fse) was onsite and confirmed the speaker required a replacement mainboard. The customer biomedical engineer agreed to order the part. It is at the customer discretion to order the part and repair the device. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.